Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a the full lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage.

Event description:
It was reported that the patient developed a pericardial effusion after implant. The patient complained of a "zing" in the middle of the chest that sounded like diaphragmatic stimulation. The patient was very uncomfortable with right ventricular (rv) pacing and there was no capture on the rv lead. The rv lead also had decreased sensing and impedance changes. A subsequent echocardiogram showed a slight perforation of the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.